Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. Device evaluation summary electrode belt (B)(4) was returned to zoll manufacturing corporation. Investigation into electrode belt sn 59061876 is currently underway. As received, the electrode belt was unable to communicate with a monitor. Upon evaluation, esd 700 and the u727 and u728 processors were damaged on the distribution node pca board. The cause of the inability to communicate with the monitor is the damaged esd700, u727, and u728. The root cause of the shorted processors cannot be positively identified. There is no indication that the device malfunctioned in the field or that the damaged components contributed to the inappropriate treatment event as the belt was able to communicate with the monitor to detect and treat the patient. Monitor (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date: monitor (B)(4):(B)(6) 2015 - reuse. Electrode belt (B)(4): (B)(6) 2013 - reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial(B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient was conscious and walking the steps to his residence at the time of the event. The patient's aid was present at the time of the treatment. Motion artifact contributed to the false detection. The response buttons were pressed not pressed during the treatment event. The patient did not seek medical attention, and continued to wear the lifevest.

Manufacturer narrative:
Follow-up report #1: additional information - 08/26/2016. Device evaluation of electrode belt sn (B)(4) was completed. The cause for the communication failure was isolated to thermally damaged u727 and u728 processors and a thermally damaged esd700 diode array on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. There is no indication that the electrode belt malfunction caused or contributed to the treatment event, as the short occurred after the treatment event. There was no death associated with the inappropriate defibrillation. Device evaluation summary: electrode belt sn (B)(4) was returned to zoll manufacturing corporation. Investigation into electrode belt sn (B)(4) is currently underway. As received, the electrode belt was unable to communicate with a monitor. Upon evaluation, esd 700 and the u727 and u728 processors were damaged on the distribution node pca board. The cause of the inability to communicate with the monitor is the damaged esd700, u727, and u728. The root cause of the shorted processors cannot be positively identified. There is no indication that the device malfunctioned in the field or that the damaged components contributed to the inappropriate treatment event as the belt was able to communicate with the monitor to detect and treat the patient. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device manufacture date: monitor sn (B)(4): 09/24/2015 - reuse; electrode belt sn (B)(4): 08/07/2013 - reuse. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. It was reported that the patient was conscious and walking the steps to his residence at the time of the event. The patient's aid was present at the time of the treatment. Motion artifact contributed to the false detection. The response buttons were not pressed during the treatment event. The patient did not seek medical attention, and continued to wear the lifevest.